Event description:
The customer reported an auto-test and opcheck failure to deliver shock. There was no reported patient involvement or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.